Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024). Device not returned.

Event description:
It was reported that prior to an ultrasound guided percutaneous transhepatic cholangio drainage procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to an ultrasound guided percutaneous transhepatic cholangio drain procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. However, five electronic photos were provided for review. The photo 1 shows the label copy of navarre universal drainage catheter. The photos 2, 3 and 5 the distal portion of the drainage catheter. The trocar stylet was noted coming out of the distal end of the drainage catheter. The locking thread appeared intact. The photo 4 shows the proximal portion of the drainage catheter. The locking thread was found intact. The hubs of cannula and stylet was found in luer locked condition. However the provided photo is not sufficient enough to confirm the issue and further the physical sample was not returned to perform dimensional evaluation. Therefore, the investigation is inconclusive for the reported defective component issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.